Event description:
A sytem error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2 of their automated peritoneal display therapy. Per initial report, the home pt left the clamps on the unused supply lines open during therapy. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.